Manufacturer narrative:
A ge oec service rep investigated the issue and made adjustment to the low voltage power supply and re-seated the fluoro functions board to repair the malfunction. The system was further tested, found to be operating as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system would intermittently shutdown and re-boot.